Event description:
Boston scientific neurovascular was made aware that during an embolization of a wide neck aneurysm, the physician attempted to place the sten to cover the middle cerebral artery/distal internal carotid artery, but the stent was early deployed because of stabilizer weakness and locking system error. The physician was able to embolize the pt without the use of a stent. No complications were reported to have occurred with the pt as a result of this event.